Manufacturer narrative:
The pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window. The reservoir does not lock into place due to reservoir tube damage.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer's blood glucose level was unknown. The customer states the damage was at the reservoir compartment. The customer states the reservoir would not lock in place. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.